Event description:
On 11/28/95 pt had one focal laser treatment. 11/28/95 l eye #41 0.1 100 microns 170 m.w 12/27/95 c/o tearing. 12/29 fluorescein angiography. 1/17/96 diagnosed subretinal neovascularization. Treatment done-another co's. 3/22/96 follow-up subretinal neovascularization is no longer present. Summary 19 pts rec'd 31 treatments of these 19 pts- 16 have been followed-up-3 had complications of subretinal neovascularization. Three pts lost to follow-up.